Event description:
The user facility reported that water was leaking from the bottom of the sterilizer's steam generator sight glass onto the floor in the room where the unit is located. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that water was leaking from the bottom of the steam generator's sight glass due to misalignment of the site glass in the housing. The technician replaced the sight glass and seals, ran several test cycles and found the unit to be operational; no further issues have been reported.